Manufacturer narrative:
(B)(4). Insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, insulin pump passed rewind test, displacement test, prime, compromised force sensor system test and excessive no delivery test . Pump received with broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot and cracked battery tube threads.

Event description:
Information received by medtronic indicated that reoccurring air bubbles issues in the reservoir or tubing during therapy. Customer blood glucose had been running high. Approximate size of air bubbles is soda or champagne bubble like. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.